Manufacturer narrative:
Examination was not possible, as the devices were not returned. A warsaw and international complaint database search finds no other reported incidents against the known product and lot codes since their release for distribution. The investigation could not verify or identify any evidence of product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
A 28 mm diameter x 16 diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an 8 cm abdominal aortic aneurysm and bilateral iliac aneurysms. The aortic neck was angulated and its diameter varied between 24 - 21 mm. Due to the angulation of the aortic neck, it was planned to implant the bifurcated stent graft first at the very distal portion of the aneurysm and then add 1 or 2 aortic cuffs to better traverse the angulation. The first aortic cuff was implanted below the lowest renal artery; however, it fell short of the proximal portion of the bifurcated stent graft by 1 or 2 mm, therefore a second aortic cuff was implanted to bridge the 2 stent grafts. Approximately 2.5 months ago the patient returned with left groin pain and a CT demonstrated the aneurysm measured 8.1 x 65 x 14 cm and there was marked aortoiliac tortuosity. The upper segment of the stent graft appears to be separted from the bifurcated stent graft by about 1 cm. Although there was no evidence of an endoleak outside the confines of the native abdominal aortic aneurysm, contrast extends beyond the projected margins of the stent graft gap. The renal arteries were patent with calcification at the renal arteries were patent with calcification at the origins. It was reported another manufacturers' device was planned to be used to bridge the separated components. No additional clinical sequelea were reported.